Event description:
Customer reported " major fluid invasion in ec contacts" . The issue was found during an unspecified event. There was no patient involvement in this reported event. Device inspection found the device displayed no image.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak in plug unit, the lg (light guide) lens was found with fluid invasion. The bending section and scope connector had moisture damage and the insertion tube was noted to have dents. Additionally, evaluation found the device displayed no image . Based on evaluation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.